Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude signals. Subsequently, this lead was surgically abandoned and a replacement was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.